Event description:
It was reported that the patient began experiencing ipg site pain because the ipg was too superficial after weight loss. On (B)(6) 2023 surgical intervention was undertaken to deepen the ipg pocket and replace the ipg. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.